Manufacturer narrative:
Informed the facility to set the brakes from the foot end pedals and if they hold, then he might have a linkage issue from the head end pedals, but if they still do the same thing he needs to replace the foot end casters. Provided proposal. The account has not returned hill-rom's attempts to determine the resolution of the alleged malfunction.

Event description:
Facility alleged that the brakes will set but if you push on the stretcher the foot end casters will still swivel. No patient impact.